Event description:
It was reported that this right ventricular (rv) lead presented intermittent loss of capture and caused pectoral stimulation, so it was explanted. Insulation damage is being suspected. A new lead was implanted. This lead was returned to boston scientific for evaluation. No additional patient effects were reported. The device is expected to return for analysis. Additional information was received detailing that the physician suspected damaging the lead during the closure of the initial implant procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed a cut in the insulation approx. 124mm from the terminal pin. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Additional information was added to the following fields: h6: device codes.

Event description:
It was reported that this right ventricular (rv) lead presented intermittent loss of capture and caused pectoral stimulation, so it was explanted. Insulation damage is being suspected. A new lead was implanted. This lead was returned to boston scientific for evaluation. No additional patient effects were reported. The device is expected to return for analysis. Additional information was received detailing that the physician suspected damaging the lead during the closure of the initial implant procedure.

Event description:
It was reported that this right ventricular (rv) lead presented intermittent loss of capture and caused pectoral stimulation, so it was explanted. Insulation damage is being suspected. A new lead was implanted. No additional patient effects were reported. The device is expected to return for analysis.